Event description:
Loss of osseointegration, implant wasn't completely covered with bone, no thread tap used, smoker, bone resorption, pain, mobility. Poor circulations in site. #12 healing compromised due to smoking habit.